Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the monitoring voltage on this implantable cardioverter defibrillator (ICD) was out of specification prior to implant. As a result, the device was not implanted.